Manufacturer narrative:
(B)(4). The following description of the device eval by the user facility was copied from the user facility medwatch reports received by carefusion from the user facility on 06/08/2011 and from the FDA on 06/10/2011. "Biomedical inspection on (B)(6) 2011: biomedical inspection noted burning or charring on the #1 pin of the sensor connector. One sensor also had a depressed pin and charring." The alleged faulty neonatal hotwire flow sensors were received by carefusion on 06/14/2011, routed to the carefusion failure analysis lab and staged for eval. Once the eval is complete a f/u medwatch will be submitted. A review of the carefusion complaint sys for the past 90 days resulted in zero verified like failures, thus at present carefusion considers this to be an isolated incident.

Event description:
The following description of the event was documented by a carefusion tech support specialist in response to a phone conversation with user facility rep. "[Name removed] called stating he is calling on behalf of the respiratory dir who reported he had 4 hotwire flow sensors with what appears to be burnt prongs. I suggested he send these in for eval, with replacement sensors sent out to him. He will contact the dir and give us a call back when he is ready to send in. Provided reference call number." The following description of the event was copied from an e-mail sent to a carefusion sales rep from a user facility rep. "We had an incident in which our avea ventilators went into auto trigger while on the pt. The breath rate jumped to 120 with no pt effort. Exchanging and calibration of a new flow [neonatal hotwire flow sensor] sometimes cleared that condition. An rcp inspected one of the flow sensors [neonatal hotwire flow sensors] and noted burnt pins in the connector. We surveyed add'l sensors [neonatal hotwire flow sensors] and found more with this same pin heating. We submitted an FDA medwatch report and now have 5 sensors [neonatal hotwire flow sensors] for you to evaluate. We need to find out what is causing these connectors to heat up or spark. We need to know if it's one ventilator or several causing this issue. We have been troubleshooting auto triggering incidents off and on since purchase of the vents. Attached is the medwatch report. Thank you in advance for your help and support." The following description of the event was copied from the user facility medwatch reports received by carefusion from the user facility on 06/08/2011 and from the FDA on 06/10/2011. "Title: ventilator auto-triggering. Event desc: while ventilating pt the infant ventilator began auto-triggering giving the pt unnecessary add'l breaths. The clinician exchanged the neonatal flow transducer [neonatal hotwire flow sensor], calibrated, and retested. The ventilator resumed normal response triggering. There have been several reports and occurrences of this auto trigger failure. The therapist inspected the transducer [neonatal hotwire flow sensor] and noted "burning" and discoloration of the transducer [neonatal hotwire flow sensor] connector assembly. Sensor [neonatal hotwire flow sensor] sent to biomedical where the discoloration was confirmed as an overheated pin. Add'l inspection of several other transducers [neonatal hotwire flow sensors] noted burnt and damaged pins. Biomedical retrieved 4 sensors [neonatal hotwire flow sensors] to be sent to the MFR for analysis." "MFR response for ventilator, infant/neonatal, avea (per site reporter)." "Will arrange to return flow sensors for eval."